Manufacturer narrative:
Device evaluation summary: device evaluation of electrode belt sn (B)(4) has been completed. The reported problem (code 204) was confirmed. As received, the belt failed incoming would not communicate with a test monitor. Upon evaluation, the trunk cable was pulled from the distribution node (dn), damaging the j702 connector on the dn pca and the trunk cable connector was cracked. The cause of the code 204 is a disruption in communication between the monitor and electrode belt. The cause of the disruption in communication is the damaged j702 connector. The cause of the damaged connector is the pulled cable. The root cause of the damaged cable and connector is excessive force placed on the cable. No adverse event resulted from the damaged wire.

Event description:
A us distributor contacted zoll to report that a patient's device was producing code 204.